Event description:
The customer reported no fluoro of system. Customer also reported no image on flat screen monitor. Patient procedure was not completed. Patient was removed from the table with no injury.